Event description:
The customer reported that the agilia infusion pump does not light up when performing test 24 (watchdog). There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. The device was received for further investigation. The device history log was reviewed and confirmed the pump does not light up and found error 99 (activation of the watch dog). Both issues were corrected by replacing the central processing unit (cpu) and the power supply board. After repair, the device was found to meet specification.